Event description:
It was reported that the device exhibited an alert for out of range hvli but the event could not be found in the yearly trend. Programming changes were recommended. The physician reset the alert and elected to take no further action. The device remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.